Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that during a cardiovascular implantable electronic device (cied) implant procedure the patient became asystolic during lead testing with the analyzer and analyzer surgical cable and pacing using the analyzer did not result in the capture of the ventricle. All continuity tests were okay and no intermittent or shorted connections were found. The cable passed all visual incoming inspection with no anomalies found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiovascular implantable electronic device (cied) implant procedure the patient became asystolic during lead testing with the analyzer and analyzer surgical cable. Pacing using the analyzer did not result in capture of the ventricle, even at 10 volts (v). Transcutaneous pacing and cardiopulmonary resuscitation (CPR) were performed. An alternative analyzer was used to complete the implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.